Event description:
The clinician reports the implant was inserted (B)(6) 2018 in the patient's mouth. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. Atthe event the patient experienced: pain, mobility and swelling. No further patient complications were reported.